Event description:
Boston scientific received information that this patient, implanted with this pacemaker, died in late (B)(6) 2011. On the night of the adverse event, the patient and roommate had been watching television together. The roommate commented that the patient was sedentary in a reclining chair, did not exhibit any unusual behavior or complain of any health related issues. Shortly thereafter, the patient's respiration became agonal which prompted a call to emergency medical services (ems). While on the phone, the patient stopped breathing. The roommate delivered one rescue breath and the patient's respirations resumed. Cardiopulmonary resuscitation (CPR) was started by ems when the carotid pulse could not be palpated. Ems administered two external shocks and the patient was transported to the hospital. After the patient was admitted into the hospital, the roommate was notified that the patient was deceased and had died from a pacemaker failure. No additional information was available from the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The event type was changed from adverse event to adverse event and pp device.